Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. It was reported that the patient had a cardiac catheterization in 2003. The patient was transferred to the unit with right femoral arterial and venous sheaths in place. In 2003, the sheaths were removed and manual compression was applied to achieve hemostasis and closure. In 2003, the patient was brought to the catheterzation lab for an interventional procedure. It was reported that the arterial access site was confirmed in the common femoral artery, which was greater than 5mm in diameter. The perclose device was inserted and deployed without difficulty to achieve closure. The patient was discharged home in 07/2003. Five days later pt presented to the physician's office with right groin pain, swelling and tenderness. The pt was admitted to the hospital for an unspecified intravenous antibiotic treatment. Two days later an ultrasound was performed which revealed that the infection did not extend to the artery. The pateint was taken to surgery for debridement of the site. The surgeon reported staphylococcus, celluloid and a mass at the right groin. The patient was discharged on unspecified date and is doing "well" to date.